Manufacturer narrative:
One cadd solis vip pump was received for the evaluation of a reported failed accuracy. The pump was received with missing tamper seal. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. To further investigate, a pump accuracy test was performed, which passed. The reported issue could not be duplicated and the device was within the manufacturing delivery accuracy specifications. No failed accuracy test found. A full preventative maintenance was performed and all functional test passed.

Event description:
It was reported the device was being tested and the delivery accuracy result was -13.95%. No patient involvement reported.